Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for patient 2 of 2 on day 2 of 2. See MDR #1061932-2010-00135 for patient 1 of 2 on day 1 of 2. A field service engineer visited the site and replaced a defective part on the barcode reader and verified instrument operation. The checksum on the lh750 analyzer was disabled. Per beckman coulter inc (bci) labeling, bci strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. Although some hardware issues have been addressed, no definitive root cause for this event has been determined to date.

Event description:
The customer reported that the lh750 hematology analyzer misread the sample bar code identification (ID) number on one patient sample. The sample number (B)(6) was misread as (B)(6). The operator noticed the misidentification and repeated the sample which read correctly upon repeat. There were no reported changes to patient treatment associated with this event.